Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. Complaint was not confirmed. Per the complaint information, the cause of the complaint is user error/ mis-use. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting of a check supply line alarm that appeared on the home choice (hc) during prime, the home patient (hp) stated that he started over with a new cassette (only). The technical services representative (tsr) asked the hp if she changed out the bags when she loaded the new cassette, and the hp stated no. The tsr then advised the hp to start over with new supplies and explained to the hp that when changing out supplies, both cassette and bags need to be changed. The hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported. During a follow up phone with the hp regarding the use error, it was revealed that the issue was resolved and that he had resumed therapy. The hp confirmed that he is aware of the proper procedure when changing supplies after the tsr had explained to him. No further information was provided.